Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.the device failed edema impedance during functional testing; however, electrical and physical evaluations were unable to identify the cause of the failure.

Event description:
The device was returned to the manufacturer after being explanted due to a device upgrade and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.